Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a communication issue in which the dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom mobile application continued to display glucose readings, and the agent guided the user to toggle bluetooth, restart the device, and re-enter the pairing code to initiate re-pairing. Symptoms included no reported adverse clinical effects and no impact to blood glucose control. Outcomes included no medical intervention, no hospitalization, and no interruption of cgm sensing as readings remained available on the mobile application. Investigation included customer troubleshooting over the phone focused on device settings and connectivity steps to restore pairing. Investigation of this case revealed a pairing failure limited to the ilet interface with the cgm while the cgm itself functioned, consistent with a transient connectivity problem between devices. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption resolved through standard re-pairing procedures.